Event description:
Hold for tgcustomer reported an error 2302, sample rack not moved completely. The site rebooted the aia-900 analyzer and the error persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and luteinizing hormone (lh ii) analytes. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the reported error by reviewing the error logs and was able to reproduce the error by running a rack rotation test. The fse cleaned and lubricated the x1 guide and verified pitch sensor alignment. The fse found the rack guide sensor was stuck in the up position and lowered it. The fse was able to run the rack rotation test with no error occurring. The fse also ran a quality control (qc) test and customer accepted the results. The analyzer was returned to service and no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). From (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12 flags and error messages states the following: error message: [2302] s. Rack not moved completely. Cause: the rack feed sensor s072 failed to go off when step (x1) feed took place. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s072, the step feed position, and the step feed mechanism. The most probable cause of the reported event was due to the rack guide sensor stuck in the up position.